Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on that day the patient experienced a blood glucose of 490mg/dl, with abdominal pain, moderate ketones, diabetic ketoacidosis, nausea, and vomiting associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and remains hospitalized. In the hospital, the patient was treated by their healthcare provider with insulin via injection, and intravenous fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The basal delivery totals in total daily dose did not match. This variation was due to the prime menu being accessed. The cartridge was changed and the pump experienced a suspend, and alarm. The patient was referred to their hcp for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2017 with the following findings: a review of the black box showed unexplained power on resets, and a manual suspension and manually resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects were found. The pump was delivering within the required range, and delivering accurately. No alarms or delivery interruptions during the testing. The complaint was unable to be duplicated.